Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low glucose results for 1 patient tested on 2 accu-chek inform ii meters with serial numbers (B)(4) (meter a) and (B)(4) (meter b). The same strip lot was used with both meters. The patient was initially tested at 10:53 a.m. On meter a with a result of 0.6 mmol/l. Based on this result, the patient was treated with glucose. Qc tests were run on meter a at 10:56 a.m. And 10:57 a.m. With passing results. The patient was re-tested on meter a at 10:58 a.m. With a result of lo (result less than 0.6 mmol/l). The patient was tested again on meter a at 10:59 a.m. With another result of lo (result less than 0.6 mmol/l). The patient was treated with more glucose and a sample was obtained for the laboratory at 11:00 a.m. The result from the laboratory was 19.1 mmol/l. The patient was then tested 3 times on meter b with a result of 1.5 mmol/l at 11:30 a.m., a result of 1.7 mmol/l at 11:31 a.m. And a result of 0.7 mmol/l at 11:36 a.m. Qc also passed on meter b. All meter tests were capillary samples. The patient was not harmed due to the glucose treatment. The test strips were requested for investigation.